Event description:
It was reported that a balloon rupture occurred. A 5.0mmx30mmx135cm (4f) sterling balloon catheter was advanced for dilation. During preparation, the heparinized saline solution was noted to have leaked from the balloon part. The procedure was completed with another of the same device. There were no patient complications as a result of this event.